Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had noise that was being over sensed and inhibited pacing. The patient presented for an explant procedure on (B)(6) 2020 where the lead was capped and replaced. The patient was stable.